Event description:
It was reported that a revision surgery was performed due to a fall.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned bi-polar component was returned assembled with internal polyethylene components fully locked in place. Visually no damage to the component was observed. Visual examination on the head component did not find any damage. The head was place in the opening of the bi-polar component through which it would have had to pass in order to disassemble. This demonstrates the head diameter was large enough to be constrained within the bi-polar component as designed. No deviations of material or manufacturing process are indicated for these components. No conclusions as to the cause of this issue can be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.